Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
It was reported that, during stage ii of the initial implant of the ins, the lead extension would not fit into the back hole of the ins. The set screw was released, but it was still not possible to put the extension into the ins. The device was not used in the pt. Another ins was implanted instead. The pt recovered without sequela.